Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 3 incidents where the cannulas bent and she experienced high blood glucose of 500 mg/dl. Customer stated that she did not receive any no delivery alarms. Customer mentioned that the infusion sets were from the same box. The insulin pump failed the high pressure test the first time and passed on the second attempt.